Event description:
During central line placement the following complications occurred: the catheter was introduced into the right ij under ultrasound guidance without difficulty using standard selinger technique. There was good blood return. The catheter was sutured into the neck in standard fashion. Approx 30 mins later it was noted that the catheter hub remained external to the pt, however the hub was not attached to the catheter. The catheter appears intravascular on ultrasound and has potential to embolize. Ir was contacted regarding retrieval of the catheter.